Event description:
A (B)(6) distributor shipped back defective battery chargers.

Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) and battery charger sn (B)(4) have been completed. The reported problem (battery charger problem) has been confirmed. As received, the chargers would not power up. The cause of the problem is due to disconnected pins in the chargers' power supply connector. The root cause cannot be positively identified. No adverse events resulted from the defective power supply connectors. Device manufacture date note: both chargers manufactured in 04/2007.